Event description:
It was reported that the patient was having a generator replacement due to battery depletion. The patient's device was checked during pre-op, and high impedance was observed. Pin insertion was first checked on the old generator, and it was fully inserted. The new generator was connected and high impedance was still observed. The doctor checked that the pin was fully inserted, and re-inserted three times to rule out a pin insertion issue. A full revision was performed after these troubleshooting steps. The generator and lead have been returned for product analysis. No additional relevant information has been received to date.

Event description:
The lead underwent product analysis and the lead break allegation was not verified with the returned portion of the lead. Other than cosmetic observations and typical wear, no anomalies were identified in the returned lead portion. The generator underwent product analysis and the eos allegation was not confirmed by product analysis, but the eri indicator was set. The device exhibited current consumption rates within specification, and the device performed according to functional specifications. Therefore it was concluded that no abnormal performance or any other type of adverse condition was found with the generator.